Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation by quality technician shows that the crosslink was broken. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure using posterior fixation. The center nut of the crosslink broke while being tightened. The device was removed and replaced. No patient complications were reported.